Event description:
It was reported that during follow-up in clinic, episodes of non-sustained rv oversensing due to possible myopotential were noted. Noise was reproduced by deep breathing. Programming changes were made.

Manufacturer narrative:
(B)(4).